Manufacturer narrative:
Correction: there were no data files/ product returned for the date of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received several times indicating that the safety system detected fluid in the console and the system in inoperable. Additionally, it was also reported upon putting the cold balloon in hotwater, the balloon catheter exploded, and became damaged. The moisture was removed from the system with resolve. The outcome of the case is unknown. No patient complications have been reported as a result of this event.